Manufacturer narrative:
It was claimed that liquid residue appeared on the expiratory channel printed circuit board (pcb). Identification of issue has been done by analyzing problem description. There was no patient harm. Based on technician statement, the device generated technical error code indicating the power error and to resolve this problem expiratory channel pcb was checked. Then, the traces of liquid residue has been found on this pcb. The on-site visit was not required since the customer repaired the unit by themselves. No more information was provided. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The issue was decided to be reported based on available information as ingress of liquid/corrosive substance on pcb can cause failure/short circuits which might lead to a ventilator malfunction. It has remained unknown under which circumstances the liquid entered the unit. Nevertheless it can be concluded that the operator of the device must have been aware about that situation as the device was separated and the getinge service had been informed. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause has not been established. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/29/2017. Corrected manufacture date: 08/23/2017. H3 other text: 4117.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated a power error due to liquid ingress to printed circuit board. There was no patient harm manufacturer ref.#: (B)(4).